Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had the implantable neurostimulator (ins) and leads replaced 4 times not and the area was really sensitive and tender. The patient had worked with their doctor about this and reported that it could not be figured out. It was reported that the battery was dead and needed to be replaced. So the patient had their new implant on (B)(6) 2019. Since then the area was not healing well and it was very painful so that the patient could not sleep on their left side or stomach that well. It was a stabbing pain. The patient had tried heat, ice, and ibuprofen but nothing helped. Turning the ins down or off did not help. When they turned the ins off while they charged, it did not make a difference. The new ins helped now with the pain and needed to be on high. The pain at the implant site was more painful than their back surgery. Additional information was received from the consumer via a manufacturer representative on (B)(6) 2020 reporting that the patient had an l4/l5 fusion with their replacement. The patient had increase pocket discomfort. The patient was reprogrammed on (B)(6) 2020 in order to achieve more comfort for his chronic lower extremity pain. Additional information received from a healthcare provider (hcp) and manufacturer rep. It was reported that the patient had a pocket revision to relocate the ins to a more comfortable location. No further complications were reported.